Event description:
Very few details available from surgeon despite four requests for info. Pt underwent surgery for chiari malformation with dura-guard dural repair patch implant (implant date unknown). At some point postoperatively, pt complained of headache. Unimproved on steroid therapy. Underwent spinal tap that showed chemical (aseptic) meningitis. Dura-guard explanted and replaced with autologous fascia lata (date unknown). Current pt status is now reported as "fine."